Event description:
It was reported that, "expired implant."

Manufacturer narrative:
Device remains implanted. Box was discarded by hospital. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.